Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 49 mg/dl and treated with food. The customer declined troubleshooting on insulin pump for low blood glucose. It was reported that customer were using the auto mode feature on insulin pump at the time of event. The customer was neither in emergency room nor admitted in to the hospital as result of low blood glucose. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.